Manufacturer narrative:
Without the return of the product for analysis, a definitive root cause to the reported clinical observation could not be determined. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
It was reported that during use of this disposable infusion set for basal delivery, the patient experienced elevated blood glucose levels. A small dot of blood was at the site was also noted. Peak blood glucose levels measured 420 mg/dl with mean blood glucose levels measuring 270-280 mg/dl. A correction bolus was administered to address the elevated blood glucose levels. No permanent injury was reported. The patient declined to provide any further information.